Event description:
It was reported that there was an issue with product nx013z - as vega ps femoral comp.cemented f6n l. According to the complaint description, this knee implant was "defective and failed prematurely because the ceramic coated surface fails to properly adhere to the cement". There was postoperative mechanical loosening. It was noted that the surgeon easily removed the implant by hand during the revision. Implantation of vega knee system, left knee, had been performed on (B)(6) 2017. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided. The adverse event is filed under aesculap ag reference no. (B)(4). Associated medwatch reports: nx056z (aesculap ag reference no. (B)(4); 9610612-2025-00092). Nx013z (aesculap ag reference no. (B)(4); 9610612-2025-00247). Involved components: nx230/ vega ps+ gliding surface t3/3+ 10mm (aesculap ag reference no. (B)(4)). Nn264z/ as tibial obturator d14mm (aesculap ag reference no. (B)(4)).

Manufacturer narrative:
Investigation results: the product was not returned to the manufacturer for investigation. The investigation was based upon batch history review, historical data analysis, and event description. Batch history review: the device history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. There are no similar complaints against the same lot numbers. Conclusion/ preventive measures: based on the current information, a clear root cause conclusion cannot be drawn. There is no indication for a design-, manufacturing- and/or material-related failure. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigation results, a CAPA is not required.

Event description:
Associated medwatch reports: nx056z (aesculap ag reference no. (B)(4).; 9610612-2025-00092) nx013z (aesculap ag reference no. (B)(4).; 9610612-2025-00247) involved components: nx230/ vega ps+ gliding surface t3/3+ 10mm (aesculap ag reference no. (B)(4).) Nn264z/ as tibial obturator d14mm (aesculap ag reference no. (B)(4).)

Manufacturer narrative:
Additional information: b6 - relevant test results. B7 - patient medical history.